Event description:
The customer reported that the electrical pen drive stopped working during surgery. The service found a defective control unit. This is 1 of 1 report for #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the control unit was not functioning and the part needed general service. The noted observations were due to normal wear of the device. The control unit and motor were replaced. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.